Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-90363.

Event description:
It was reported that the customer's insulin pump had absence of no delivery alarm. Caller stated that the infusion set cannula was bent and unit did not alert her. Nothing further was reported.